Event description:
It was reported that variation in high voltage lead impedance and externalized conductors were observed. Patient was asymptomatic. Lead will be capped. No further information is available.